Event description:
On (B)(6) 2011, pt had surgery to the left second toe using a stayfuse mid-phalanx fusion implant 3.8x6.0mm. At a post op visit the implant was seen to be separated. Additional surgery was completed on (B)(6) 2011 to surgically push pieces together to connect, or remove and replace. The implant could not be connected so it was removed and replaced with a 4.3x6.0mm stayfusenexa orthopedics.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.